Event description:
It was reported that a patient experienced an issue where the insulin cartridge only displayed 240 units instead of the full 300 units. There was no reported adverse impact to the customer. The patient declined follow-up from tandem technical support. No additional information was provided.